Event description:
An optometrist reported that a patient presented with a scratchy feeling, photophobia, and swelling in the right eye approximately six weeks post photorefractive keratectomy (prk). The patient was noted to have corneal erosion in the right eye. The patient was seen in follow up, symptoms resolved and vision is good.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No root cause has been identified based on the currently available details. (B)(4).

Manufacturer narrative:
The logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).